Event description:
According to the reporter: two endostitch devices with the same lot number were used in the same surgery. While using the first device the needle broke. The second device the needle would not release from the handle. There was no patient injury reported. The site had no other information.

Manufacturer narrative:
(B)(4).